Manufacturer narrative:
(B)(4). Eval: results: (myocardial infarction, stent thrombosis).

Event description:
Four drug-eluting stents were deployed during the index procedure. One in the second diagonal, one in the mid left anterior descending, one in the proximal left anterior descending and one in the second obtuse marginal coronary artery. One was an endeavor sprint rx drug-eluting stent, three were unk brand drug eluting stents. Post procedural residual stenosis was 0% with timi iii flow in the treated lesion. On the day of the index procedure, the pt received a peri-procedural loading dose of clopidogrel 300 mg. The day after the index procedure, the pt began aspirin 325 mg, clopidogrel 75 mg dosing and was discharged from the index hospitalization. Approx five months post index procedure, the pt was diagnosed with myocardial infarction. It is reported that the pt was admitted to the outside hospital with complaints on chest pain, dyspnea and diaphoresis. EKG and cardiac isozymes confirmed st elevation myocardial infarction (stemi). The pt was immediately taken to the cath lab where thrombus from the left anterior descending stent was removed. The pt reported taking plavix for only two months after the index procedure. Cardiac enzymes were recorded as ck of 954 u/l (uln 232 u/l), ck-mb of 78 ng/ml (uln 5 ng/ml), and troponin I of 24 ng/ml (uln 0.05 ng/ml) at 21:14 hours. The event is reported as ending 2 days after admission and the pt was discharged. The event of myocardial infarction was considered life threatening, an event that required initial or prolonged hospitalization; and was also considered an important medical event that required intervention to prevent permanent impairment/damage. In the investigator's opinion, the event of myocardial infarction was considered severe in intensity, not related to the study drug, not related to the study device, and no related to the study procedure.